Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Event description:
Related manufacturer report number 1627487-2023-032620 it was reported that the patient experienced ineffective therapy. Diagnostics indicated that the leads had multiple contacts with high impedance. Additionally, the patient's ipg was causing them pain. As a result, surgical intervention was undertaken wherein the iead and ipg were explanted and replaced, resolving both issues.